Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for implant. During implant a stylet could not be advanced all the way down a lead. There was difficulty extending the lead helix. Another lead was used instead and was noted to have been placed successfully. The procedure was completed successfully without adverse consequence to the patient.